Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: va2mkvg010, ubd: 06-jul-2026, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: va2n05b014, ubd: 26-jul-2026, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the leads migrated and were fractured/damaged/broken. Pt was in a car accident and imagining looks like thoracic lead migrated down from mid t8 to top of t9 and cervical lead has damage on contact 3 which is not being used for relief. Patient states he was in a car accident on (B)(6)2023. Patient states he is having increased/new low back pain. Patient states he was having shoulder pain and increased neck pain. Patient did have imaging completed prior to today¿s visit. There is damage on contact number three in the cervical space and it looks like his thoracic lead has moved from mid th to the top of t9. Today patient was reprogrammed avoiding contact three and changing program in the thoracic lead to try and get more low back coverage. Patient to try new program for a week and decide if he wants to move forward and discuss a lead revision. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.